Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
The device was explanted.

Event description:
Patient, through other company representative, reported "pain" and "textured implant". Healthcare professional later reported "recalled", "capsular contraction", baker grade unknown and "capsular calcification". Later healthcare professional reported "grade 4 capsular contracture". This record is for the left side. The device remains implanted. It is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contraction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "recalled", "capsular contraction", baker grade unknown and "capsular calcification".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ calcification: observed calcification on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient, through other company representative, reported "pain" and "textured implant". Healthcare professional later reported "recalled", "capsular contraction", baker grade unknown and "capsular calcification". Later healthcare professional reported "grade 4 capsular contracture". This record is for the left side. The device was explanted.